Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 cautery wand was very hard to move through the hemopro sheath to ligate branches. The harvester struggled through the case and it became increasingly difficult to operate. Slight delay in case due to difficulty of evh kit operation. The harvester was able to complete the case without injury to the patient.

Manufacturer narrative:
Trackwise #: (B)(4). Updated section: b4, g4, g7, h2, h6, h10. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.